Event description:
Underwent geniculate artery embolization -- developed skin necrosis & burning pain around knee following the procedure. Doctor prescribed keflex & tmp/smx bid x 14d. FDA safety report ID #(B)(4).